Manufacturer narrative:
The insulin pump was received with blank display due to disconnected power connector at printed circuit board. Unable to perform displacement, rewind, seating and basic occlusion due to display anomaly. Device was received with scratched case, stained keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device was used and scratched. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.